Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a worn syringes and tubing. The fse replaced the syringes and tubing to resolve the issue. (B)(4).

Event description:
The customer reported the generations of erroneous sodium and chloride (na and cl) results on at least 30 patient samples on their au680 chemistry analyzer. The erroneous results were released out of the laboratory; however, there was no report of change to patient treatment in association with this event.